Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer failed self test alarm on the insulin pump. Customer stated that the pump reset. Customer cleared the alarm and it did a count up before going to the regular screen. Customer stated that the pump was 10 days old. Customer has some sensor issues and the meter and pump stopped communicating. Customer was advised to program a normal or easy bolus into the air and bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.